Event description:
It was reported that the universal drill was breaking slow during a routine maintenance inspection at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event of the device braking slowly was not confirmed as the device was seized. The device can have unintended motion if there is a magnetic field in the environment of the drill which prevents the motor from shutting off as expected.